Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit has a bad pcb. Unit has not been repaired, tested or recertified due to due to recommendation for disposition status. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit is not turning on. No patient involvement. On "(B)(6)201", service found that after pushing the power button, the screen would light up briefly and then turn back off.